Event description:
It was later noted that the base part on the distal side broke and the array was damaged and broken.

Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012437259 and data files containing four images were returned and analyzed. The first image showed a pulse field ablation catheter, lot and serial number could not be read. The second image showed spiral array distal arm kinked and twisted. The third image showed spiral array abnormal shape and the fourth image showed a physician holding a spiral array. The catheter was received without the guidewire threaded in. The array pebax tube appears to be kinked on the distal arm near the electrode #1 and twisted on the proximal arm near the dual lumen. No other significant damage was observed. All the electrodes were intact. X-ray imaging did not reveal any broken wires inside, the electrode wires were intact. The catheter was connected to both the test catheter interface cable (cic) and the returned cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanism. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. In conclusion, the catheter failed the returned product inspection due to a kinked pebax tube on the distal arm and a twisted pebax tube on the proximal arm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a 'catheter fracture' was noted. The electrode array was pulled from within the pulmonary vein (pv) but it 'did not spread.' The loop catheter was removed from the body and the base of the distal sidewas observed to be broken. The loop catheter could not be restored to the expected diameter. The loop catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.